Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the subject device optics were too loose; can no longer rotate. When attaching the endoscope to the camera head, jamming or discomfort occurred. No patient harm reported.

Event description:
The customer reported the subject device optics were too loose; can no longer rotate. When attaching the endoscope to the camera head, jamming or discomfort occurred. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal the device was returned to olympus for evaluation and the customer's allegation was confirmed: coupler was damaged, and no scope can be rotated after connection due to damage on coupler unit. In addition, a new visual abnormality was observed: there is a damage on button and a cut on cable unit. A device history review was completed, and no issues were identified. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.